Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a motor error alarm and was stuck in the rewind process. The customer stated that she is usually able to rewind and continue using the device after receiving a motor error alarm, but this time she was unable to. The customer stated that the insulin pump had been exposed to magnetic sensors at her workplace. The customer also stated that the insulin pump had a motor position encoder error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with minor scratches on the display window.